Event description:
It was reported that the cartridge was damaged at the cartridge tubing, interrupting insulin delivery. The customer experienced an elevated blood glucose (bg) level of 514 mg/dl. Customer loaded a new cartridge to address both of the issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.